Event description:
It was reported that the patient experienced a cerebral vascular accident and device leak occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device & delivery system (wds) was successfully implanted on (B)(6) 2025. The patient was discharged. The patient has had some strokes since closure device implant. The patient had a transesophageal echocardiography (tee) and imaging revealed a 2mm leak. The physician decided to plug the leak with an amplatzer plug avp 4, the leak was very challenging to locate but the plug was left. The patient was discharged and is expected to fully recover.